Event description:
Event description boston scientific crm received information that during a device replacement procedure difficulty was encountered while trying properly seat this defibrillation lead into a competitors device. It was reported that the lead measurements were slightly higher after the replacement procedure however they were still within range. Following the procedure, the pacing impedances were out of range (high).